Event description:
It was reported to philips that intermittent power failure, stuck in the boot phase with green led flashing. Not in clinical use and no patient or user harm. Issue found during routine inspection.